Event description:
The pt presented with seroma at the pump pocket location. The seroma was aspirated on (B) (6) 2009. The pump and catheter were explanted on (B) (6) 2009. The event resolved without sequela.

Manufacturer narrative:
(B) (4)